Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, the inner cutter of the vitrectomy probe blocked. The probe was exchanged and the surgery was completed. No pt harm was reported.